Event description:
Customer reported the pk7400 part number (pn) b53299 serial number (B)(6) had questionable fuzzy cytomegalovirus (cmv) result for sample ID (B)(6) on (B)(6) 2024. Customer provided images of sample ID (B)(6) and the front and back controls for cmv. The images were fuzzy with cmv+ results. Repeat results were not provided. Service was not dispatched. Beckman coulter customer technical support (cts) assisted the customer over the phone. Customer indicated the issue has been resolved with the provided phone troubleshooting. Customer indicated no issue with other assays on the same pk7400. Customer required no further assistance. There was no report of death or injury in connection with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter customer technical support (cts) evaluated the pk7400 chemistry analyzer over the phone and instructed the customer to replace diluted sample d syringe and probe, and reagent syringe. The issue was resolved. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).